Event description:
This unsolicited case from united states was received on 20-sep-2017 from patient. This case concerns a male patient (age unspecified) who received treatment with synvisc injection and after an unknown latency developed an infection in the knee no relevant medical history, past drugs, concomitant medications and concurrent conditions were reported. On an unknown date, patient received treatment with intra- articular synvisc injection (dose, frequency, indication, batch/lot number and expiration date: not provided). On an unknown date, latency unknown, patient had extreme pain. Patient was not sure when the last dose was received. Patient stated that he had synvisc injections every 6 months for 3 years. Consumer stated that either with the (B)(6) 2016 or (B)(6) 2017 injection in the knee, patient developed an infection in the knee. Patient stated that the provider gave him steroids to assist with the healing the infection. Patient stated that he had an appointment today and would address all concerns regarding pursuing more injections. Action taken: unknown. Corrective treatment: steroids. Outcome: unknown. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criterion: required intervention. Pharmacovigilance comment: sanofi company comment dated 25-sep-2017: this case concerns a male patient who received synvisc injection and has developed knee infection and extreme pain. Based upon the information available, causal role of the product cannot be denied for the occurrence of event. However, there is no information regarding the technique of injection and whether aseptic conditions were maintained during the injection. Lack of further information regarding patient's current clinical presentation, medical history, concomitant medications and other risk factors precludes the complete medical case assessment.

Event description:
This unsolicited case from united states was received on (B)(6) 2017 from patient. This case concerns a male patient (age unspecified) who received treatment with synvisc injection and after an unknown latency developed an infection in the knee no relevant medical history, past drugs, concomitant medications and concurrent conditions were reported. On an unknown date, patient received treatment with intra- articular synvisc injection (dose, frequency, indication, batch/lot number and expiration date: not provided). On an unknown date, latency unknown, patient had extreme pain. Patient was not sure when the last dose was received. Patient stated that he had synvisc injections every 6 months for 3 years. Consumer stated that either with the (B)(6) 2016 or (B)(6) 2017 injection in the knee, patient developed an infection in the knee. Patient stated that the provider gave him steroids to assist with the healing the infection. Patient stated that he had an appointment today and would address all concerns regarding pursuing more injections. Action taken: unknown. Corrective treatment: steroids. Outcome: unknown. A pharmaceutical technical complaint (ptc) was initiated with global ptc number (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Seriousness criterion: required intervention additional information was received on 26-sep-2017. Global ptc number and ptc results were added. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 26-sep-2017: the additional information does not alter the previous case assessment. This case concerns a male patient who received synvisc injection and has developed knee infection and extreme pain. Based upon the information available, causal role of the product cannot be denied for the occurrence of event. However, there is no information regarding the technique of injection and whether aseptic conditions were maintained during the injection. Lack of further information regarding patient's current clinical presentation, medical history, concomitant medications and other risk factors precludes the complete medical case assessment.